Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The device was evaluated at olympus repair center. Olympus repair center could not reproduce the reported phenomenon. Device history record review indicates that the product was manufactured and tested in accordance with all applicable procedures and met all final product release criteria. The exact cause of the reported event could not be conclusively determined. Omsc surmised that this phenomenon attributed to the following. -the pressure sensor temporarily malfunctioned. -the measured pressure changed due to the influence of the usage environment and exceeded the set pressure. If significant additional information is received, this report will be supplemented.

Manufacturer narrative:
The device was evaluated at olympus repair center. Olympus repair center could not reproduce the reported phenomenon. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
The user found that the overpressure warning light turned on, although the measured pressure was within the usual set pressure of plus or minus 2hg. The user changed the set pressure (8 mmhg to 10 mmhg), the flow rate mode (high to medium), and the pneumoperitoneum port. However, the phenomenon could not be resolved. There was no report of patient injury associated with this event. The user facility did not provide other detailed information.